Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that they were trying to turn off the implant to get a non-device related MRI, but they were only seeing poor communication on the programmer (pp). Troubleshooting was not able to resolve the issue. It was noted that the caller did not know if the patient was receiving symptom relief or not, but they had asked the patient if they felt stimulation today, and they said ¿no.¿ it was recommended that they follow up with their healthcare provider to have the device checked, however the patient does not have a managing physician. Later that day, a nurse working with the patient noted that the pp could not connect to the ins. It was recommended that they reach out to the patient¿s former healthcare provider to see if they have anything on file indicating that the ins was at eos (end of service). Additional information was received from a consumer on 2018-sep-04. It was reported that the patient¿s device was not working, and their healthcare provider had left the practice. A manufacturer representative was contacted on the patient¿s behalf to try and get the ins checked by another healthcare provider. Additional information was received from a manufacturer representative on 2018-sep-12. It was reported that they had found a new managing physician for the patient. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Device code (B)(4) no longer pertain to ipg 3058 interstim ll ((B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the caller needed assistance with the device and programmer. It was noted the caller was transferred to patient services. The caller stated they patient got poor communication. The caller noted they discovered it when the patient was about to get an MRI. They tried to turn off the ins but couldn¿t because of the poor communication so they cancelled the MRI. The caller stated they thought the ins was depleted, but the manufacture representative (rep) tried in the healthcare professional¿s (hcp) office and the rep was able to connect with another patient programmer just fine. There were no symptoms reported. The caller was transferred to repair. The caller noted the poor communication began at the end of august. The caller stated the rep was notified in (B)(6). The caller stated they met the rep in the hcp¿s office about 1.5 weeks ago in (B)(6) 2018. It was noted the patient programmer would not do telemetry with or without antenna attached. There were no further complications that have been reported as a result of this event.